Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator explant for normal battery depletion, two leads were explanted, one because of a product problem and the other due to infection. This report is for the infectious lead. The patient underwent a revision procedure and the system was replaced. No additional patient issues were reported.